Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 6.7 mmol/l (performa meter) and 3.9 mmol/l (professional meter). No adverse event was reported. The alleged product was requested for evaluation.